Event description:
When a fallopian tube clip was applied to a tube, the applicator would not release the clip and tube. The dr had to move the applicator around in order to free it. The case was completed with no pt problems being reported.